Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump stops and speed drops could not be confirmed as no log files were submitted and there is no product available for investigation. Based on previous complaint history, the reported events suggest that these could have been related to a potential driveline issue. Technical services shipped an ungrounded patient cable to the account, and the account reported that the patient had no further pump stops since using the ungrounded cable. The plan was for the patient to stay in the hospital until transplant as status 2 for device malfunction. The patient remains ongoing on lvad and no further related issues have been reported at this time. Heartmate ii lvas IFU,section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a call was received from (B)(6) and she requested an ungrounded patient cable for the patient. The patient is reported to have pump stops and speed drops. Patient is coming into the hospital early (B)(6).

Event description:
The patients transplant status has been upgraded to status 2 due to device malfunction. The patient will continue to stay in the hospital until transplant.